Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box review showed numerous loss of prime warnings due a zero force on the reported failure period. The pump booted normally and multiple ez primes steps were performed and the pump was able to be primed successfully. The pump ran for 24 hours and the force sensor calibration reading is within specifications. The pump was opened and the old tape was found to be lifted and the force sensor flex pins were partially dislodged from the pcb sockets. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the old tape was found to be lifted and the force sensor flex pins were partially dislodged from the pcb sockets. This report is made based on results of investigation completed on (B)(4) 2012.